Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a postprandial hyperglycemic event to 300 mg/dl after announcing a usual meal size for a carbohydrate-heavy dinner while using the ilet. Symptoms included no immediate health effects. Outcomes included self-resolution of hyperglycemia, with glucose returning to range within approximately two hours, and no need for medical intervention, backup therapy, or ketone management. Investigation included troubleshooting and revealed user-related factors consistent with an underestimation of meal size relative to carbohydrate content. It was concluded that the device functioned as expected and that the event was attributable to user handling related to meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.